Event description:
Procedure type: low anterior resection. According to the reporter: after firing the instrument, it was noted that staples did not form properly as blood was appearing around the anastomosis site. The surgeon sutured the site to stop the bleeding (less than 250cc), and complete the procedure. No stomas were set up, but surgery time was extended by more than forty minutes as a result. The pt is in well current condition and has been discharged from hosp.